Event description:
It was reported that stent damage occurred. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the device failed to cross the lesion and the proximal side of the stent strut was found to be lifted during removal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).